Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(4) 2016. The reported aiming beam issue was confirmed and determined to be the result of a faulty aiming beam cable. The aiming beam cable was replaced; the system was tested and verified to specification.

Event description:
It was reported that during a procedure, an e07 error code, aiming beam malfunction, occurred. The procedure was not completed due to the event. "No complication for patient" was reported - no injury was reported.